Event description:
The patient reported a complaint that the metal bar on the blood pressure cuff became twisted as the cuff inflated, causing bruising.

Manufacturer narrative:
The device associated with this incident was not returned for investigation. Should this device be returned, a supplemental report will be filed to document the results of the investigation.